Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended due to end of battery life (eol). The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information obtained.